Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.2 and cubie was failed. A field service engineer (fse) confirmed that the virtual map was not appearing in the application. The fse powered off the station, removed the back panel, inspected the drawer, and reseated the row board cable connection to the drawer controller board. After restarting the device and logging into the hardware test application, the drawer was successfully detected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 5.2 failed along with all cubies in the drawer. The customer attempted recovery, but the drawer and cubies could not be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.